Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump was flashing on and off. Reportedly, the patient had been swimming with the pump and it was noted that the audio bolus button was not intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: unable to duplicate "intermittent power" condition, found moisture in pump. Black box shows multiple "power on resets" or "reboot" conditions on 6/8/2013. Battery compartment intact, no damage. No evidence of moisture contamination inside battery compartment. Battery cap is able to fully tighten. Battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. Pump case was removed, evidence of moisture contamination found throughout inside of pump and on battery terminal contacts and keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.